Event description:
The enterprise stent (enf452212/ 10207859) became stuck in the prowler select plus microcatheter (606s255x/lot unknown). Both were removed. The physician was performing a reconstruction of a dissected left internal carotid artery (ica). He placed a 37mm-long enterprise (details unknown) in the distal ica which treated part of the dissected vessel. He then deployed a 28mm-long enterprise stent (details unknown) just proximal to the 37mm enterprise to treat the remaining dissected vessel. These deployments occurred without incident using the prowler select plus microcatheter. The physician then attempted to deploy a third enterprise stent, 22mm-long (enf452212/ 10207859) in-between and overlapping the two originally placed stents. The physician believed at that time that he had deployed the third stent in a satisfactory position without incident. He observed the third stent at the intended delivery site with fluoroscopy. He says that the markers were visible. He then retracted the enterprise delivery system without simultaneous fluoroscopy. He then noticed that he had somehow recaptured the stent (physician commented that it is very likely that it was never actually fully deployed) and pulled it back into the distal portion of the 3-way valve where the proximal legs of the stent became splayed ¿ rendering the stent unusable. At this point, the prowler select plus was also withdrawn from the patient and the decision to end the case was made by physician after he felt that adequate treatment of the dissected vessel was had. At no time was there observed friction at the distal end of the microcatheter when the stents were being deployed or recaptured. There was no damage noted on the microcatheter after it was removed. The patient did not suffer any injury due to the above described event. The patient is intact and being released from the hospital on (B)(6) 2014.

Manufacturer narrative:
A non sterile prowler select plus microcatheter (mc) and an enterprise stent were received inside of a plastic bag. The enterprise stent was received partially deployed into the mc hub with some dry blood residuals in the hub. The enterprise delivery wire and the introducer tube were not returned for analysis. The mc presented with no visual damages. The microcatheter was inspected under microscope and the conditions of the device found on the visual analysis were confirmed. The ID from the microcatheter was measured it was found within specification. The received microcatheter was washed for more than 3hrs in the ultrasonic machine and after that the received device was flushed several times with hydrogen peroxide 3% to try to remove the dry blood but it was not possible due to the microcatheter was saturated of dry blood. Therefore functional testing for deployment and recapture of an enterprise stent could not be performed. The enterprise stent was observed under a microscope and presented no damage. The functional analysis for deployment and recapture of the enterprise could not be performed since the stent was received deployed and the delivery wire and the introducer tube were not returned for analysis. The returned enterprise stent was confirmed to be deployed within the hub of the prowler select plus. Due to the condition of the devices functional testing related to the reported event could not be performed; however, there was no evidence of any manufacturing issues or anomalies with review of the returned devices. With review of the information and as reported, it appears that withdrawal of the enterprise delivery wire prior to it being fully deployed resulted in it not being deployed in the vasculature. It is possible that positioning it overlapping the previously placed distal and proximal stents contributed to the event. The instructions for use precautions that the performance and safety of two or more overlapped stents has not been established. Usage other than the approved labeling may involve risks not described in the labeling. The stent would then expand as it was withdrawn from the shaft into the hub/y-connector when the introducer is not seated and secured in the hub. With review of the reported information, there are identified procedural factors contributing to the reported event with no indication of any related manufacturing issues. Therefore, no corrective actions will be taken at this time. Corrected data: the lot number of the prowler select plus microcatheter on the initial report was listed as unknown. The lot number is either 15958488 or 15866118.

Manufacturer narrative:
Concomitant medical products: prowler select plus microcatheter (606s255x/lot unknown); 37mm-long enterprise stent (details unknown); 28mm-long enterprise stent (details unknown). A non sterile microcatheter select plus and an enterprise stent were received inside of a plastic bag. The enterprise stent was received partially deployed into the microcatheter (mc) hub with some dry blood residuals. The mc presented no visual damages. The delivery wire and the introducer tube were not returned for analysis. Some waves were noted on the device; however these appear to occur during the handling of the unit when it was returned for evaluation. The enterprise stent was observed under a microscope and presented no damage. The functional analysis could not be performed due the stent was received deployed and the delivery wire and the introducer tube were not returned for analysis and according to dp# (B)(4) is necessary that the stent is still inside the introducer tube to perform the functional analysis. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10207859. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failures reported by the customer were confirmed due to the stent was received partially deployed into the mc hub. However procedural/handling factors appear to have impacted on the failure experienced by the customer. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process; therefore, no corrective action will be taken at this time.